Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that there is a tab that is spot welded on the bed rails (6629) at the part that goes underneath the bed frame and this tab broke at the spot weld.